Event description:
Additional information received noted the entire system was explanted for infection, including the right ventricular and left ventricular leads.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for extraction of an implantable cardioverter defibrillator due to pocket erosion. The device was explanted without complications. The patient was in stable condition before, during, and after the procedure.